Event description:
It was reported the pt turned his scs system off and has not recharged the ipg in 3-6 months. When he attempted to turn the scs system on, no stimulation was present. The charger and programmer could not longer communicate with the ipg. A replacement charger and programmer were sent to the pt to help resolve the issue. The replacement devices were unsuccessful. The pt plans to undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.